Event description:
As reported by an affiliate, a 2.5 x 15mm fire star balloon was positioned at the target lesion in the coronary artery, but the balloon failed to inflate. Blood was noted to be "drawn up the shaft". The device was removed from the patient without patient injury and the procedure was completed with another product. It was reported that the device appeared normal prior to use and prepped normally. The device was returned to cordis on 08/19/2009, and upon initial inspection, leakage was noted at 24.5cm from the distal end of the device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.